Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis. Customer stated that the reservoir compartment was cracked on the edge and the reservoir came out. Her blood glucose was over 400 mg/dl, she vomited and had a fast pulse when she went to the emergency room. Customer was treated with intravenous insulin. Troubleshooting for high blood glucose was declined, as the customer believed the cause of this was the reservoir falling out of the insulin pump. She also stated there was a scratch in the lcd screen, but she could still read it. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional tests. The insulin pump was received with cracks on case display window corners, belt clip slot, battery tube threads, minor scratches on liquid crystal display window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.